Event description:
The fire department found the patient on the floor with a rescue person doing chest compressions. The responders checked the patient's pulse and none was felt. Chest compressions continued until the AED was opened. The AED prompted to place a pad on the patient's left chest area and then to place the second pad on the right side. The AED continued prompting to place the second pad on the patient and never proceeded past that prompt. The AED was removed and the paramedics, who had arrived at that time, used their machine. CPR revived the patient.

Manufacturer narrative:
The AED was received at cardiac science. The pads used during the rescue attempt were not available for evaluation. Data was downloaded from the AED and there was no rescue data for the date of the reported event. Entries in the AED's event log from the approximate time of the rescue attempt indicated pads were connected to the AED and were peeled apart, but there was no evidence of the AED sensing human impedance. Multiple tests and inspections were performed on the AED. Impedance testing was performed to confirm the AED could accurately detect impedance within the human impedance range and, consequently, recognize when pads are attached to a patient. The AED successfully passed all impedance tests during the evaluation. The AED was used in a simulated rescue with a defibrillator analyzer in an attempt to recreate the reported problem and the AED performed as designed. Visual inspection of the main pcba per the ipc-a-610 standard did not identify any problems. Halt (highly accelerated life test) and hla (high level assembly testing) were performed and the AED passed all tests. The reported problem was not duplicated and the AED operated correctly throughout the investigation. The root cause of the reported problem was not identified. The electrodes used in the rescue attempt were not returned and could not be evaluated. The multiple prompts to place pads after the pads had already been placed on the patient indicates there was poor electrical contact between the pads and the patient. Possible causes of the reported event could be due to damaged electrodes, use error, or the condition of the patient's skin.

Manufacturer narrative:
AED will be evaluated after it is returned to cardiac science.

Event description:
The fire department found the patient on the floor with a rescue person doing chest compressions. The responders checked the patient's pulse and none was felt. Chest compressions continued until the AED was opened. The AED prompted to place a pad on the patient's left chest area and then to place the second pad on the right side. The AED continued prompting to place the second pad on the patient and never proceeded past that prompt. The AED was removed and the paramedics, who had arrived at that time, used their machine. CPR revived the patient.